Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. The cartridge was changed and a correction bolus was delivered to address the bg level. The customer stated that the high bg was due to wearing the pump outside in 100 degree weather and the insulin in the cartridge "went bad". Tandem technical support advised the customer to discuss the event with a healthcare provider.